Event description:
It was reported that prior to the start of a da vinci-assisted pyloroplasty and cholecystectomy surgical procedure, the customer contacted the technical service engineer (tse) while setting up the da vinci system and noted that the universal surgical manipulator 2 (usm2) displaying a recoverable error 32056. Before calling tse, the customer had attempted to clear error 32056 and had restarted the da vinci system without improvement. Tse then guided the customer through performing a hard power cycle on the patient side cart and exercising usm2, but the error persisted with no change. Tse reviewed the error information, which indicated an initialization failure of an i2c device in the usm2. The customer was unsure if the surgeon could perform the surgical procedure as a three arm system configuration. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 2. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.